Event description:
It was reported that the device had error code 133.6080. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. The reported alarm of error code 133.6080 was replicated during the investigation and was attributed to a super capacitor discharged. Asm preventative maintenance (pm), power supply, voltage display and battery status testing were performed on the suspect pcu s/n: (B)(6). The asm pm task completed successfully without any observed errors or malfunctions. The event date of the complaint was noted to be 5 september 2025; time was not provided. The error log of the suspect device was reviewed, and it was confirmed that error 133.6080 (backup speaker failure) was recorded on the reported event date, verifying that the issue occurred as described. Additionally, the same error was logged a total of seventy-four (74) times between november 2, 2024, and august 23, 2025. During the analysis of the battery logs, it was observed that the device was frequently disconnected from the ac power source for extended periods during most infusions, which resulted in error code 133.6080. Additionally, the battery was left completely depleted for several days before being powered on again, also triggering error code 133.6080. The last infusion occurred on (B)(6) 2025. A pump module (s/n: (B)(6) was added to the suspect device on channel a. A ¿new patient¿ was selected, and the profile displayed on the pcu was ¿adult medicine¿. From 8:04 am to 8:05 am on (B)(6) 2025, pump module 8100 (s/n: (B)(6) on channel a was selected and a basic primary infusion was programmed with the following parameters: rate = 5 ml/h, vtbi = 100 ml for an expected duration of 20 hours. The infusion was started. Primary volume infused (pvi) = 60.515 ml and secondary volume infused (svi) = 835.282 ml, both accumulated from previous infusions. At 9:21 am, channel a was selected, and a secondary infusion was programmed with the following parameters: drugid = 98 cefepime (1 g in 50 ml), duration = 30 minutes, calculated rate = 100 ml/h, vtbi = 50 ml. The infusion was started. Pvi = 66.911 ml, svi = 835.282 ml. At 9:51 am, the secondary infusion was completed. Pvi remained at 66.911 ml and svi increased to 885.303 ml. The primary infusion resumed. From 11:35 am to 11:52 am, an occluded patient side alarm was displayed three times. The pump was restarted three times. Pvi = 75.654 ml, svi = 885.303 ml. At 11:55 am, channel a was selected and the vtbi was modified to 200 ml. The infusion was started pvi = 75 696 ml, svi = 885.303 ml. At 6:13 pm, channel a was turned off. Pvi = 107.167 ml, svi = 885.303 ml. The system was powered off. No other infusion was performed. Alaris system manual (v12.3.2) states that ¿keep the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system.¿ per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcd) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Notes to repair center: please replace logic board as a preventive measure. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.